Manufacturer narrative:
The customer reported that the cns (central nurse's station) monitor went black. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central nurse's station) monitor went black.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central nurse's station) monitor went black. The device was not sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.